Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 causing the issues a field service engineer replaced boards and reassigned drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a black screen issue. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a black screen issue. A field service engineer replaced boards and reassigned drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a black screen issue. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.